Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors.

Event description:
Through implant patient registry and medical records, it was learned patient with a 31mm 7300tfx mitral valve, implanted seven (7) years, 11 months, was explanted due to severe mitral stenosis, pannus, and mild regurgitation. The explanted valve was replaced with a 25mm 11400m mitral valve. Per medical records, patient reported having intermittent shortness of breath over past few months but is only brought on by significant exertion. The 31mm 7300tfx mitral valve was inspected and found to have significant pannus around the valve. The 31mm mitral valve was explanted. There was significant denuding of the posterior annulus. Decision was made to convert to sternotomy. A midline incision was made over previous sternotomy incision. Bovine pericardium was cute and patch was sown over the annulus incorporating the ventricular and atrial tissue with 4-0 prolene. A 25mm 11400m mitral valve was implanted with corknots. The intra-operative course was complicated. Post cross clamp showed significant biventricular dysfunction. The decision was made to place a va ECMO. Tee did show two small pvls in the posterior annulus along with poor heart function and therefore decision was made to address another day. Patient's chest was left open and packed with dressing and was transferred to the ICU in critical condition. Patient closed and was transferred to ICU in critical condition.

Manufacturer narrative:
Corrected b5.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and medical records, it was learned patient with a 31mm 7300tfx mitral valve implanted seven (7) years, 11 months, was explanted due to severe mitral stenosis, pannus, and mild regurgitation. The explanted valve was replaced with a 25mm 11400m mitral valve. Per medical records, patient reported having intermittent shortness of breath over past few months but is only brought on by significant exertion. The 31mm 7300tfx mitral valve was inspected and found to have significant pannus around the valve. The 31mm mitral valve was explanted. There was significant denuding of the posterior annulus. Decision was made to convert to sternotomy. A midline incision was made over previous sternotomy incision. Bovine pericardium was cute and patch was sown over the annulus incorporating the ventricular and atrial tissue with 4-0 prolene. A 25mm 11400m mitral valve was implanted with corknots. The intra-operative course was complicated. Post cross clamp showed significant biventricular dysfunction. The decision was made to place a va ECMO. Tee did show two small pvls in the posterior annulus along with poor heart function and therefore decision was made to address another day. Patient's chest was left open and packed with dressing. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.